Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 27.2cm proximal from the tip. The outer shaft was buckled at 25.6cm and 26.1cm from the tip. There was blood in the guidewire lumen. The balloon was tightly folded. The stent was damaged for 7mm starting 3mm from the proximal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 22apr2021. It was reported that crossing difficulties were encountered. The occluded target lesion was located in the severely calcified vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.